Event description:
It was reported that a patient underwent a peripheral nerve incision on (B)(6) 2013 and a topical skin adhesive was used. On post operative day 2, the patient experienced pain and red blisters were the topical skin adhesive was applied. The skin adhesive was removed and a non-specified treatment was provided. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.